Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of stored egms, the implantable cardioverter defibrillator exhibited non sustained ventricular oversensing ue to post paced t-wave oversensing. Patient did nor receive therapy during the oversensing. Programming changes were made to resolve the issue.